Manufacturer narrative:
The fse confirmed the leak from a faulty loose bsv knob and a faulty bsv shaft. The fse replaced the bsv shaft and knob resolving the leak and vacuum errors. (B)(4).

Event description:
The customer reported approximately 25 mls of clear fluid leaking around the blood sampling valve (bsv) area of the coulter lh 780 hematology analyzer. The leak was not contained. The instrument generated low vacuum errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.